Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal was deployed into the aorta. When the surgeon pulled back the deployment tube, the string removed from the pt. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the delivery device was returned along with the seal and tension spring assembly. The loading device was not returned. A visual analysis revealed that the seal and the tension spring assembly were partially inside the deployment tube. The green slide lock and the white plunger were depressed on the delivery device. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint was confirmed as a "failure to deploy properly." A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).